Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, when disassembling the device, the device was difficult to unload. The needle fell off and could not be found. X-ray was done on the patient to ensure the needle was not left in the patient.